Manufacturer narrative:
(B)(4). Concomitant medical products: item# 01-6546ti, lot# 820310b, tmj system left narrow ti mandible component 45mm. Item # 26563, lot# 822070d, tmj systen left fossa component, small. Item# 4-24-6562, lot# 859650b, tmj system right fossa component, small. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2022-00035, 0001032347-2021-00610, 0001032347-2021-00609.

Event description:
It was reported that the patient is experiencing the right side of her face being numb along with stiffness and loss of motion on both sides. The patient is following up with a physician.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.